Event description:
The user facility reported that expired steris 20 sterilant concentrate was used to process devices in their system 1 processor that were later used in patient procedures.

Manufacturer narrative:
The user facility reported that their internal stock rotation practices had not been followed and subsequently the expired sterilant was used. The facility confirmed that the chemical and biological indicators used in the cycles performed with expired sterilant exhibited passing results and all sterile cycles passed. Steris informed the user facility that devices cannot be guaranteed as sterile unless processed in accordance with system 1 instructions for processing and use and recommended that the facility follow its procedures in regard to patient notification. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 with expired sterilant cannot be guaranteed unless devices are processed in accordance with steris' instructions for processing and use. Refresher in-service training for the user facility regarding proper use and operation of system 1 and steris 20 was offered, however the user facility declined.